Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contraction baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contraction baker grade unknown.

Event description:
Patient reported "right side capsular contraction baker grade unknown." Device remains implanted.

Event description:
Healthcare professional later reported baker grade iii. Device has been explanted.

Event description:
Patient reported, "right side capsular contraction, baker grade unknown". Healthcare professional, later reported, right side capsular contracture, baker grade IV. And crease/folding of implant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Crease/folding of implant: observed, crease fold on the device. Additional observations: wear abrasion observed, on the device. No further actions are required, as the device was implanted.